Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) interventional procedure. The sutures of two proglide devices were pre-placed in the 10 o'clock and 2 o'clock positions. The sheath was upsized to a 20f sheath and the tevar procedure was completed. A suture break occurred with both proglide device sutures when pulling the sutures to advance the knots. As the patient was on spinal anesthesia, the physician performed surgical repair with local anesthesia to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.